Manufacturer narrative:
It was previously reported the serial number was unknown; however the serial was previously reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced shortness of breath during dwell 3 of 5 while performing pd therapy on the homechoice (hc). The technical service representative (tsr) assisted the customer to bypass to drain 3 of 5, reviewed the programing, and then proceeded to fill 4 of 5. The patient had stopped experiencing shortness of breath after proceeding to fill and the tsr assisted with ending therapy. No additional information is available.